Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found a leak in the biopsy/instrument channel, the distal end plastic cover had deeps dents, the bending section cover had scratches, the light guide lens had a crack and glue on the lens, the forceps passage had a leak from the biopsy instrument channel and a used boroscope found a tear mark in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a huge clog in the forceps/instrument channel with the angle. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
Per additional information obtained from the customer, the procedure was a colonoscopy. The device was inspected per instructions for use prior to the procedure. The intended procedure was completed using the same device. After the procedure, the technician attempted to complete the bedside cleaning and found the scope was clogged. Manual cleaning and reprocessing were completed, but insertion tube was unable to be brushed because is appeared to be blocked by a seed.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.